Event description:
After placement in the eye, the lens could not be positioned correctly. The lens was removed and replaced with another lens.

Manufacturer narrative:
See MDR 1920664-2007-00693 for delivery device used with this lens.